Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection ceftazidime, 500 mgs, intraperitoneally (ip), twice daily, and injection vancomycin, 1 gm, ip, every fifth day. Twenty days after being admitted to the hospital, the antibiotic treatment was discontinued, the patient¿s pd catheter was removed, pd therapy was discontinued, and the patient was transferred to hemodialysis. At the time of this report, the patient remained hospitalized and the patient was not recovered from the event. No additional information is available.